Event description:
The reason for the driveline disconnect that occurred on (B)(6) 2025 was unclear. No further troubleshooting was performed. The patient was upgraded on the united network for organ sharing (unos) list and transplanted on (B)(6) 2026 due to ongoing vad alarms that continued despite troubleshooting.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. Review of the submitted log files revealed on (B)(6) 2025 the driveline was briefly disconnected, causing the pump to stop. The driveline was reconnected shortly after, and the pump began operating at the set speed within 6 seconds. The pump operated at the set speed throughout the entirety of the files while the driveline was connected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Provided information stated that it was unclear why the driveline was disconnected. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including driveline disconnect alarms. Heartmate 3 IFU, section 2 ¿ ¿system operations¿, instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller and power cables. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline fault alarm. The alarm was cleared in the clinic and was not able to be reproduced. The patient was being sent for x-rays. It was noted that the patient had had the alarm in the past, and it was resolved with the patient disconnecting and reconnecting their driveline on their own. There were no obvious kinks or breaks seen. Log files were sent for review. The log file captured driveline comm fault alarms throughout the event history. It was noted that this had occurred twice in the last year and the patient¿s modular cable and controller were replaced last october. There was a chance that there may be oxidation buildup within the modular connector. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment is operating as intended. The modular cable was exchanged on (B)(6) 2025. The connection on the patient side appeared to have oxidation, and another driveline fault alarm occurred. The pump was working. Technical services was onsite on (B)(6) 2025 to clean the inline connector. The patient was supported with inotropes prior to cleaning due to an ejection fraction of 10% per echocardiogram. It was also noted that the patient was having driveline power faults when interrogated prior to the cleaning procedure. The patient tolerated all three pump stops well to thoroughly clean the surface and pin sockets. No further comm or power faults noted post cleaning. On (B)(6) 2025, the customer sent log files review after the modular cable cleaning. The log file showed that after the two pump stops, the driveline faults had not returned. The data that triggered the driveline power faults had not returned to normal ranges however, so given time the driveline power fault would likely return. On (B)(6) 2025 log files were again sent for review. After the cleaning of the inside of the modular cable for corrosion, the patient reported having more driveline fault alarms staring on (B)(6) 2025. The alarm was placed on silence. The event log captured driveline power faults starting (B)(6) 2025 at1006 and then at1007 low flow/driveline disconnect/pump off events for around 3 seconds. The patient reconnected and then driveline power faults continued for the remainder of the log. Per technical services, the modular cable was not exchanged during the previous cleaning as the pins looked clean, and they felt it was not necessary. Technical services recommended to schedule another cleaning or to splice in a new connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.